Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter in two segments were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete diagonal break was noted on the distal end of the attached catheter and on the proximal end of the distal catheter segment. The edges of the complete diagonal break were noted to be uneven, and surfaces was noted to be granular. A split was noted on the attached catheter. The edges of the split on the attached catheter were noted to be uneven. Upon infusion, a leak from the split on the attached catheter was noted. No discoloration was noted on the port body or throughout the attached catheter and catheter segment. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified material separation. However, the investigation is unconfirmed for the reported discoloration issue as no discoloration was noted on evaluated sample. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement procedure, the patient complained of soreness and discoloration in the area of the port. Upon examination, the port was found to be leaking chemotherapy fluids due to a crack in the tubing. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter in two segments were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete diagonal break was noted on the distal end of the attached catheter and on the proximal end of the distal catheter segment. The edges of the complete diagonal break were noted to be uneven, and surfaces was noted to be granular. A split was noted on the attached catheter. The edges of the split on the attached catheter were noted to be uneven. Upon infusion, a leak from the split on the attached catheter was noted. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified material separation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport m.r.I. It was reported that post a port placement procedure, the patient complained of soreness and discoloration in the area of the port. Upon examination, the port was found to be leaking chemotherapy fluids due to a crack in the tubing. The current status of the patient was unknown.

Event description:
It was reported that post port placement procedure, the patient complained of soreness and discoloration in the area of the port. Upon examination, the port was found to be leaking chemotherapy fluids due to a crack in the tubing. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.